Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited issues to connect with the integrated programmer. No adverse patient effects were reported. This crt-p remains in service.